Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) had evaluated the unit and upon his arrival no logs were found pertaining to the reported issue. Device was ran under multiple scenarios and the reported issue could not be duplicated. Calibrations, functional testing and safety testing all passed per factory specifications. The device was cleared for clinical use and returned to the customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit aborted cycles. There was no patient harm reported.